Event description:
The customer reported that they couldn't retrieve the pt's images. The system had a database error. The dealer service representative restored the database and the most recent images were no longer available. The images were lost. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). Gender info was not provided.(B)(4). The cause of the lost images was that the dealer service representative did not follow protocol for resolving the database error. He restored the database and the most recent images were no longer available. (B)(4).